Event description:
It was reported that a patient presented with discomfort and sickness noted following implant of the atrial lead. This resulted in high capture thresholds, followed by loss of capture in the lead. A pericardial drain was needed to address a pericardial effusion due to perforation of the atrial lead. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.